Event description:
It was reported that, this pacemaker was found to be operating in safety mode. As a result of unipolar pacing the patient is experiencing muscle stimulation. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this device remains in service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, this pacemaker was found to be operating in safety mode. As a result of unipolar pacing the patient is experiencing muscle stimulation. At this time, this pacemaker remains in service. No adverse patient effects were reported.